Manufacturer narrative:
(B)(4). A technical support engineer (tse) spoke with the customer over the phone. The tse recommended performing testing and running the device for twenty four hours. No additional information has been provided.

Event description:
It was reported that during use, a patient was removed from a ventilator in order to be suctioned. When placing the patient back on the ventilator, the device was alarming and locked up. An error code was also displayed. There was no report of patient harm as a result of this event.